Event description:
Customer reportedly obtained the following results on the advantage system within 10 minutes: hi (result greater than 600mg/dl) and 126mg/dl; hi (result greater than 600mg/dl) and 128mg/dl. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.